Event description:
The medtronic sales rep reported that the operating surgeon registered the instruments with the image guidance system, and all were verified for the septoplasty procedure. Looking directly into the eye piece without a camera, the physician resected tissue for a few minutes using an xps microdebrider and a 4 mm tricut blade. There was a large amount of bleeding for approx 30 minutes, so the doctor tried to control it with a suction/cautery tip. Once the bleeding was starting to slow, he inserted the straight suction instrument and the igs indicated that the suction tip was well above the pt's skull base and into the brain. The doctor stated to the sales rep that he still believes in image guidance and that we have a good system.

Manufacturer narrative:
Three attempts have been made to contact the physician for further pt and product info; the info has not been provided as of this date. Medtronic navigation will file a separate report for the igs tracking system. The actual serial number for the microdebrider system is indeterminate at this time. Reference MDR 1045254-2009-00001 for additionally submitted products.